Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and mildly tortuous lesion in the distal area of the right coronary artery. The 10mm x 2.5mm wolverine coronary cutting balloon became unable to increase on the third dilation. Based on reverse blood flow being observed it was judged that the balloon had ruptured. The balloon was dilated three times for 15 second each and burst at ten atmospheres. The procedure was rescheduled and there was no patient injury. The device was returned for analysis and investigation was completed. A visual examination identified that the balloon was unfolded and solidified inflation medium was noted within the balloon which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation medium that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation medium before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure when liquid was observed to be leaking from a balloon pinhole leak approximately 3mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the damage identified. The rate of burst pressure of this wolverine device in12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident.